Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus . Four pictures were received revealing: sample 1: shaft was separated from the connector and the wire was exposed; also, we observed the whole adhesive was attached to the connector. Picture 2: split in the tube. Sample 3: labelling from p/n 60pfss35, l/n 387418. 4: broken neckstrap. The complaint was visually inspected and validated . The cause is believed to be related to velcro neck straps, as this devices have sharp edges and can cause harm to the trach. It is recommended by the manufacture to use twill cloth for neck straps. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus malfunctioned causing a tracheostomy change out by mom on (B)(6) 2020. One tube had a crack where the flange meets the hub and also has wire exposed from the cannula being pulled away from the hub. Photos are attached. No patient adverse events reported, however tracheostomy change out may impeded airway management and device is life sustaining.